Event description:
It was reported that several patients receiving 46 hr continuous infusion 5-fu from cancer center reported pump alarms beeping after several hours of infusion running. Alarm notes "no disp. Pump won't run" despite cassette was clearly attached to pump. First intervention was to swap out pump with a new pump which worked for several patients. In other cases, new cassettes were made fore the remaining drug to infuse. The cassettes involved were 100ml. No further adverse patient effects were reported.